Manufacturer narrative:
The returned device was patent. It met the requirements for leak, siphon, and pressure flow testing. However it did not meet the requirements for reflux and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to have no flow when tested with run-off manometry up to 55 cm h20, intraoperatively. Reportedly, there was no injury to the patient and the patient is currently okay.